Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during initial drain. The home patient (hp) sated he did not open the patient line clamp during prime. Gts reviewed proper procedures. Gts assisted the hp with cycling power to clear the alarm. The hp said he would start over with all new supplies. Product surveillance (ps) spoke with the nurse, who said that she was not sure if anyone had discussed the use error with the hp, and ps recommended a review of proper setup and connecting procedures. The nurse said the hp had not had any complications and therapy was going fine. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.